Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clips not hold and fall into abdominal cavity after they were applied to tissue? Did unformed clips just fall out of device into abdominal cavity (did device drop clips or eject clips)?

Event description:
It was reported that during an unknown procedure, the surgeon complained that the clips don't close well and several times they simply fall into abdominal cavity. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.